Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was feeling dizzy and disoriented, the cgm reading was 325 mg/dl. Her husband call 911, and the paramedics took the patient to the hospital. The paramedics took a bg reading which was 594 mg/dl. At the hospital the patient was treated with insulin and the bg reading decreased to 225 mg/dl and her sensor was removed. The patient was admitted to the intensive care unit (ICU) for 2 days. The patient was discharged on (B)(6) 2024. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).